Manufacturer narrative:
Date of event: publication date of 02nov2022 used as event date is unknown. Vukomanovic, d. Et al. (2022). Massive device-related thrombus after laa occlusion intraoperative insights into mechanism. Journals of the american college of cardiology, volume 4 (issue 21), 1409-1413.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). Six (6) months post index procedure, anti-coagulation and dual antiplatelet therapies were discontinued, and aspirin was initiated. At an unspecified time post index procedure, the patient reported progressive dyspnea on exertion. During an echocardiographic evaluation, progression of cardiac valvular disease was discovered. Twenty-six (26) months post index procedure, the patient underwent an aortic valve replacement, mitral valve repair, and a cox maze IV procedure. During this procedure, a thrombus measuring 2.5cm by 2.5cm was discovered on the surface of the closure device in the cephalad position. A thrombectomy was performed. The central screw hub of the closure device was observed to not have endothelialized. No patient complications were reported.